Manufacturer narrative:
Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part 310.25, lot u231621: release to warehouse date: september 08, 2015 and september 09, 2015. Supplier: (B)(4), packaged by: synthes: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information already on user facility report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This is report 1 of 1 for (B)(4).